Manufacturer narrative:
A ge service rep performed an on site investigation. The image intensifier was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported the system's image field was out of tolerance. No pt injury was reported.